Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log showed no signs of malfunction. Users powered on the device in manual monitor mode and repeatedly received "ECG lead off" messages, indicating ECG leads were not connected while non-mfe leads were selected. The issue was traced to users being in the wrong lead view (lead ii instead of pads view), resulting in no ECG signal being detected. The customer confirmed the device was set to manual monitor mode and noted it defaulted to lead ii, unlike other devices that default to pads view. To avoid future confusion, the customer will reconfigure both devices to default to pads view. The device and multifunction cable (mfc) tested normally and the issue could not be replicated. No fault was found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.